Event description:
It was reported that bd ultrasafe plus x100l had a loose plunger stopper. No serious injury or medical intervention was reported.

Manufacturer narrative:
Unconfirmed, no sample provided. No issues found in DHR review. Based on the investigation conclusion, bdm-ps was not able to confirm the symptom perceived by the customer but not correlate this symptom with a potential cause linked to bd process.

Manufacturer narrative:
The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultrasafe¿ plus x100l had a loose plunger stopper. No serious injury or medical intervention was reported.